Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within set parameters. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A certified hemodialysis technologist (cht)/ patient care technician (pct) at the user facility reported that a patient experienced blood loss while running the patient¿s blood back at the end of the hemodialysis (hd) treatment. The following details were provided. The bottom seal of the dialyzer was leaking blood. Follow-up confirmed that the leak occurred at the header end cap of dialyzer and no cracks were visible on the dialyzer. The estimated blood loss (ebl) was approximately 10 milliliters (ml). There was no patient adverse effects and no medical intervention required as a result of this event. The patient¿s post treatment condition was fine. The dialyzer product was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.